Manufacturer narrative:
This MDR replaces MFR report # 9610048-2024-00018 e1. Address information was not provided, therefore, xx was used as a place holder. Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. DHR for lot number 1298923 has been reviewed. Subassembly lot 1298923 and material 7000bcs12 was built on afa line 13 from 30oct2021 through 03nov2021. This lot was packaged on pkg line 13 from 30oct2021 through 03nov2021 using the final lot number 1298923, material number 382512 for a quantity of475,210 units. No related quality issues or process deviations were found. This complaint type will continue to be trended within the post market surveillance process.

Event description:
It was reported that bd insyte had a hole in the catheter. The following information was provided by the initial reporter: hole in the side of the catheter near the base; we've had 4 catheters that had holes in the sides of the catheters over the past month. 3 were 22g IV's and 1 was a 24g IV. IV had to be removed immediately after placement due to not flushing/working properly, after removal we noticed the damaged catheter.